Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s touchscreen cracked of unknown cause, after which the device powered on but the lower portion of the screen did not accept input; the user disconnected when the infusion set expired and transitioned to backup therapy without impact to blood glucose. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related hardware problem consistent with a fracture affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user. The user received education on safe transition back to pump therapy to avoid insulin stacking.